Event description:
The hcp reported that fluid was noted in the pump pocket. The hcp drained the pocket several times. A dye study was done and reported as "looks like pump drug." The pump was explanted after an implant duration of 8 months. It was replaced and returned to the MFR for analysis. The hcp reported the drug was removed from the explanted pump and was consistent with expected volume.

Manufacturer narrative:
H6 - final device analysis results reveal cap leakage.